Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Rubber handles are old, peeling, cracked and shedding. Update: issue noticed during sterile procedure or while instrument was cleaning. Not during the regular procedure.

Manufacturer narrative:
Additional information has been provided. An event regarding santoprene damage involving a triathlon impactor was reported. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Conclusion: visual inspection showed the device handle has discolored and damaged. The damaged device was discovered during inspection. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rubber handles are old, peeling, cracked and shedding. Update: issue noticed during sterile procedure or while instrument was cleaning. Not during the regular procedure.